Manufacturer narrative:
Examination of the submitted impactor confirmed the reported crack initiated along the slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. No evidence was found of product error as a contributing factor and no corrective is being taken. Monitor through (B)(6) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The instrument was discovered to be cracked by the processing department. It is unknown what surgery this was last used in so no information is available regarding surgical delay. (B)(6) 2015 - product photo received and attached to complaint. Lot number received.